Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips fell off and bleeding occurred and the patient¿s safety was in danger. The cartridges were broken when the clip applier was introduced. It is unknown how the procedure was completed. No adverse outcome and no other reports were done.

Manufacturer narrative:
(B)(4). The analysis results confirmed that one lt200 cartridge was received sterile with one clip loose inside the sterile cartridge. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the remaining clips as intended. The remaining clips were form as intended and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.